Manufacturer narrative:
The ilrgrg certain® gold-tite® large screw was not returned. No lot number was provided. Radiographs were provided, but due to the poor quality of the radiographs received and the fact that no product was returned, the complaint cannot be verified and therefore no technical root cause can be determined. (B)(4)

Event description:
The doctor reports that the abutment screw has fractured, a screw fragment remains in the implant. The doctor has requested a custom screw removal tool to retrieve the remaining screw fragment.

Manufacturer narrative:
Device has been discarded. Device discarded.